Manufacturer narrative:
(B)(4). Date sent: 2/15/2024. Additional information was requested and the following was obtained: surgeon went over the articulation issue event, tried to go to full articulation with the staple line, went to use the button and then to close the device and it would not fire. It would go to a 20 degree articulation and tried to articulate again. When going to try to close, the device would not hold the desired degree. Finally was able to fire and the stapler went back to full amount of articulation. The device could not hold articulation when closed. It went back to the correct articulation when the device was opened. When closed did the device articulation change as closing? It would change as they closed as the device was closing it could not maintain articulation when the device was moving any motor sound? No noise detected from machine any instance where the jaws were stuck or pressed again in patient or on back table, or any unloading issues? Don't remember turning to helping anyone with the device, was a sleeve so straight forward with firing was the tissue especially thick? No, last two firings of the procedure. Was this the first time fully articulating the device? Yes. Did the articulation issue occur when the device was articulated left or right? Left and tried to fully articulation and any angel or degree tried without success. Did the device start and stop during articulation? They do not usually hold it down and let it go all the way. Uses short presses. Was the device articulating to the home position? Yes, to neutral. Hear any unusual sounds during firing? None.

Event description:
It was reported that during a sleeve procedure with the device on the last fire of the chaser and device did not want to stay articulated. Surgeon would go to articulate and after articulating it would completely straighten out. She ended up firing it straight and after firing, it articulated completely. Surgeon is sending video. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 1/26/2024. B3: exact event date unk, entered 1/1/2023 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.